Event description:
It was reported there was a pocket fill, a volume discrepancy at the time of refill, and the pump reached the end of life, and was replaced. Patient was at healthcare providers office for a routine refill on (B)(6) 2012. The healthcare provider aspirated an actual residual volume of 12ml, when the expected residual volume was 3ml. Upon aspiration, air bubbles were witnessed and the pump was assumed empty. Injection of medicine occurred with three attempts to aspirate drug from the reservoir; all were successful for confirming appropriate location. The patient reported numbness at the pocket which eventually spread and lead to respiratory depression. Airway was maintained and the patient was transferred to the hospital. The patient was responsive to narcan and was placed on a ventilator. The healthcare provider stopped the pump and emptied the reservoir. Provider also attempted to aspirate the catheter access port, however was unsuccessful. The healthcare provider believed there to be a problem with the catheter, however it is unclear if there was a confirmed catheter occlusion. The healthcare provider confirmed that there was in fact a pocket fill, however it was unclear what the fluid amount was in the pocket verses the pump reservoir. The pump and catheter were then surgically replaced, and the reporter stated that the patient was stable following replacement. The drugs in the pump were dilaudid, clonidine, bupivicaine and baclofen. Follow up information was requested, however was unavailable at the time of the report.

Event description:
A pocket refill occurred because there was a subcutaneous pocket that was tapped and had 12 cc of clear fluid (suspect drug leaking from catheter or cerebrospinal fluid). The patient was hospitalized. It was noted 'serious life threatening injury/illness' the patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709 serial# (B)(4) implanted: 2006-(B)(6) explanted: 2012-(B)(6) product type catheter product ID 8709 serial# (B)(4) implanted: 2006-(B)(6) explanted: 2012-(B)(6) product type catheter product ID 8709 serial# (B)(4) implanted: 2006-(B)(6) explanted: 2012-(B)(6) product type catheter product ID 8709 serial# unknown implanted: explanted: product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).